Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump exhibited charging issues, including instances where the pump showed ¿on charger not charging¿ and perceived rapid battery drain, with no physical damage observed; the issue involved the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed a charging problem associated with the power source, implicating the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.